Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 25-year-old female patient who had essure (batch no. 628443) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. In (B)(6) 2009, the patient experienced alopecia ("hair loss"), urinary tract infection ("urinary infection") and weight increased ("weight gain"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes on arms,"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea(cramping),"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). In may 2014, the patient experienced depression ("depression"). In 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),") and tooth disorder ("dental problem"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), back pain ("back pain") and allergy to metals ("nickel allergy"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, anxiety, alopecia, depression, migraine, back pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, rash, headache, nausea, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased and tooth disorder outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, rash, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia ,pelvic pain in female , dysmenorrhea,anxiety depression, dyspareunia. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received. Events:abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: urinary, apareunia (inability to have sexual intercourse), , rashes or skin conditions type: rashes on arms, migraines / headaches, nausea, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, weight gain / loss specify which one: weight gain, hair loss were added. Concomitant condition were added. Lot no. Updated. Incident: l at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 25-year-old female patient who had essure (batch no. 628443) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not perform hsg". The patient's concurrent conditions included body mass index normal. In (B)(6)2009, the patient experienced alopecia ("hair loss") and urinary tract infection ("urinary infection") and was found to have weight increased ("weight gain"). On (B)(6)2009, the patient had essure inserted. In (B)(6)2009, the patient experienced migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes on arms,"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea(cramping),"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). In (B)(6)2014, the patient experienced depression ("depression"). In 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),") and tooth disorder ("dental problem"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), back pain ("back pain") and allergy to metals ("nickel allergy"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy)). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, anxiety, alopecia, depression, migraine, back pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, rash, headache, nausea, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased and tooth disorder outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, rash, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia ,pelvic pain in female , dysmenorrhea,anxiety depression,dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-dec-2018: plaintiff fact sheet received. Event device monitoring procedure not performed were added. Historical & concomitant conditions drugs were added. Product, patient & reporter information updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 25-year-old female patient who had essure (batch no. 628443) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not perform hsg". The patient's concurrent conditions included body mass index normal. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced alopecia ("hair loss") and urinary tract infection ("urinary infectipon") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes on arms,"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea(cramping),"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). In (B)(6) 2014, the patient experienced depression ("depression"). In 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),") and toothache ("dental problem/all of my teeth hurting"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), back pain ("back pain"), allergy to metals ("nickel allergy"), hypoaesthesia ("my hands are numb"), muscle twitching ("twitching"), pain in extremity ("pain in both arms") and eye movement disorder ("eyes are twitching"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, anxiety, alopecia, depression, migraine, back pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, rash, headache, nausea, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, toothache, hypoaesthesia, muscle twitching and pain in extremity outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, eye movement disorder, female sexual dysfunction, headache, hypoaesthesia, menorrhagia, migraine, muscle twitching, nausea, pain in extremity, pelvic pain, rash, toothache, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia ,pelvic pain in female , dysmenorrhea,anxiety depression,dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 25-year-old female patient who had essure (batch no. 628443) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. On (B)(6)2009, the patient had essure inserted. In (B)(6)2009, the patient experienced alopecia ("hair loss"), urinary tract infection ("urinary infectipon") and weight increased ("weight gain"). In (B)(6)2009, the patient experienced migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes on arms,"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea(cramping),"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). In (B)(6)2014, the patient experienced depression ("depression"). In 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),") and tooth disorder ("dental problem"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), back pain ("back pain") and allergy to metals ("nickel allergy"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy)). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, anxiety, alopecia, depression, migraine, back pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, rash, headache, nausea, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased and tooth disorder outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, rash, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia ,pelvic pain in female , dysmenorrhea,anxiety depression,dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 25-year-old female patient who had essure (batch no: 628443) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not perform hsg". The patient's concurrent conditions included body mass index normal. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced alopecia ("hair loss") and urinary tract infection ("urinary infection") and was found to have weight increased ("weight gain"). On (B)(6) 2009, the patient experienced migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes on arms,"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). On (B)(6) 2014, the patient experienced depression ("depression"). In 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),") and tooth disorder ("dental problem/all of my teeth hurting"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), back pain ("back pain"), allergy to metals ("nickel allergy"), hypoaesthesia ("my hands are numb"), muscle twitching ("twitching"), pain in extremity ("pain in both arms") and eye movement disorder ("eyes are twitching"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, anxiety, alopecia, depression, migraine, back pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, rash, headache, nausea, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, tooth disorder, hypoaesthesia, muscle twitching and pain in extremity outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, eye movement disorder, female sexual dysfunction, headache, hypoaesthesia, menorrhagia, migraine, muscle twitching, nausea, pain in extremity, pelvic pain, rash, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain in female, dysmenorrhea,anxiety depression,dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-dec-2019: social media received. New reporters added, plaintiff's information updated. New events my hands are numb, twitching, pain in both arms, eyes are twitching were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), alopecia ("hair loss"), depression ("depression"), migraine ("migraines") and back pain ("back pain"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, anxiety, alopecia, depression, migraine and back pain outcome was unknown. The reporter considered alopecia, anxiety, back pain, depression, migraine and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.